Event description:
Reporter noted iris was partially aspirated into aspiration bypass port during phaco; iris was damaged. Surgery was completed. No intervention reported. Felt aspiration bypass port was too closely positioned to irrigation sleeve port, causing inadvertent iris aspiration. Single-use phaco tip had been re-used. Patient 3 of 3 reported as nonserious, but patient has not recovered to date.

Manufacturer narrative:
A company service rep checked system; no problems found. Customer reported re-use of single-use tip.